Event description:
It was reported that the 6800 system would not boot up prior to a case. The 6800 system had to be removed, and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and the software upgrade were installed during the service call. The system was tested, and found to be working as intended, and put back into service.